Event description:
It was reported that the permanent cautery hook failed the self-test during its third installation in the procedure. The scrub nurse reinstalled the drape sterile adapter and the instrument; however, the self-test continued to fail. Upon removal of the instrument from the robotic arm and subsequent inspection, the scrub nurse observed that the black plastic component covering the screws at the wrist joint was broken on one side and missing on the other. The missing black plastic component was searched on the sterile table and within the sterile peel pack; however, the missing component was not found. The procedure video recording was reviewed at the end of the procedure by the surgeon, or staff and the csr. It was found that the black plastic component was already missing at one end and broken on the other at the first installation. The instrument had successfully completed the self-test during the first two installations, and the defect was not identified at that time, as the component is located farther from the tip and is not easily visible on the screen. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. Review of the provided image (see attachment) is consistent with broken component. Root cause of the failure mode cannot be confirmed without the returned device.